Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
While brushing teeth, the brush, namely the brush head, broke off in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via letter on 13-mar-2017 that while he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown, the head of the oral-b brushhead, version unknown broke off in his/her mouth. The consumer stated that he/she had been brushing with oral-b for a long time and fortunately this had never happened before. No symptoms developed.